Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer experienced a high blood glucose today and treated it by changing the set. The customer stated the mio's bend, she inserts three before she is successful with out experiencing a bent cannula. The customer also stated the quick sets worked good, but she removed one overnight and developed a welt and a high blood glucose reading. The customer stated the silhouettes do work for her also but she experiences a red irritation where the cannula was inserted. The customer was advised that the sensors were approved for the abd only and was advised of the sites the infusion sets can be inserted. The product was not returned for analysis.